Manufacturer narrative:
Additional information; it was confirmed that there was no patient harm associated with this event.

Event description:
It was reported that at the beginning of an infusion, blood was observed back-flowing into the saline bag despite the saline line being clamped. The normal saline bag had been hung lower than the blood bag. The primary nurse added an additional clamp to the tubing, which stopped the backflow of blood.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that at the beginning of an infusion, blood was observed back-flowing into the saline bag despite the saline line being clamped. The normal saline bag had been hung lower than the blood bag. The primary nurse added an additional clamp to the tubing, which stopped the backflow of blood.